Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor the heart rhythm of a patient (age & gender unknown) the device was able to obtain an ECG signal and was intermittently unable to power on. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction of intermittent power was duplicated and attributed to the lithium battery on the system board. The device operator's guide instructs users to replace the lithium battery on the device every 5 years. This device is approximately 8 years old. The malfunction of the device being unable to obtain an ECG signal was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. Review of the device history log does not provide any evidence of the customer's report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.